Event description:
A consumer reported recieving a low blood glucose reading of 158 mg/dl when compared to a laboratory result of 280 mg/dl. These values, when plotted on a clarke error grid, fall into the "d" zone showing the results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.